Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer woke up the pump was off. The customer plugged the pump into a power source. The pump turned on then a malfunction alarm occurred. The customer then stated too much insulin in the form of an injection was delivered because the pump was not working. The customer's blood glucose level was 74 (mg/dl). The customer drank juice. It was indicated would use manual injections as alternate insulin therapy.